Event description:
Boston scientific crm received information that during a recent device change out procedure, when the physician tried to remove this lead from the header, the terminal pin completely broke free of the lead body and stayed in the device header. The physician quickly pushed the lead back in the header and placed a new ventricular lead. The old damaged lead was then removed once again from the header and surgically abandoned in the patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that during a recent device change out procedure, when the physician tried to remove this lead from the header, the terminal pin completely broke free of the lead body and stayed in the device header. The physician quickly pushed the lead back in the header and placed a new ventricular lead. The old damaged lead was then removed once again from the header and surgically abandoned in the patient. To date, there have been no adverse patient effects reported.